Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072 implantable pacing lead 2000-(B)(6). (B)(4).